Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperative, during access, the patient was found to have tortuous venous anatomy near right femoral vein. The introducer sheath was able to advance with dilator up to mid atrium with some difficulty. The leadless implantable pulse generator (ipg) delivery system was opened. The delivery system was inserted into the introducer while flushing and was attempted to be advanced through. However, the introducer was seen under flouroscopy to be buckled and prevented advancement of the delivery system. The delivery system and introducer were removed and a new introducer was placed same as before without issue. However, prior to inserting the same delivery system again, the physician tested deployment of the ipg and saw that the tines did not properly maintain shape when deployed. A new leadless ipg delivery system was opened and attempted to advance in the introducer, but was also unable to advance, expected due to another buckle in the second introducer sheath. The delivery system was removed and found to also be damaged/buckled at the distal portion near the deflection point as a result of attempting to advance it through the introducer buckle. The physician assessed that the patient anatomy at the right groin was likely causing issues with the introducer. The leadless ipg systems were attempted/not used. A transvenous pacing system was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.